Event description:
On (B)(6) 2013 the patient contacted animas alleging that the audio tone features are intermittent. The patient stated that with the past three cartridge changes, he did not hear the low cartridge warning, but he could hear the empty cartridge alarm. The low cartridge warning was confirmed to be recorded appropriately in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 07/08/2013 device evaluation: on testing, the pump powered on normally with appropriate auditory and vibratory function, which were verified as being set on ¿high¿. During investigation, a ¿low cartridge¿ warning was induced and the pump gave the appropriate ¿low cartridge¿ warning. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.